Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 3: a device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Two (2) used samples were submitted to the manufacturer for evaluation. Through visual examination, it was observed that there was a small hole on the distal end of the pump segment. The samples were functionally leak tested and was noted that a small hole near the distal side pump segment was observed in one of the samples. The sample is not within specification. During the assembly/packaging process, some type of device, knife or razor that could generate a cut in the material is not handled and the 100% leak test is carried out on the material during the manufacture process. A test was carried out to verify the detection of leak in the leak tester and the results show that the machine rejects the set if this has a cut or a leak in the pump segment or any other component. While a defect was confirmed, a root cause could not be established; it can be ruled out that the defect is due to the manufacturing process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3 : detailed inquiry description: customer is reporting an additional incident of pinhole in arterial line (blood pump portion).